Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, e1, h6.

Event description:
Healthcare professional reported "calcifications, axillary adenopathy of inflammatory aspect, rupture, intracapsular effusion and peri-implant fluid". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Distributor on behalf of healthcare professional reported "calcifications, axillary adenopathy of inflammatory aspect, rupture, intracapsular effusion and peri-implant fluid". This record is for the left side. Device remains implanted.